Event description:
Patient presented to us initially for consultation from her primary care ophthalmologist. She presented with decreased vision in her right eye with burning and pain. She was sent for cultures of her cornea and it was found that she has fusarium keratitis. She is a soft contact lens wearer -unknown to us what solutions she uses-.